Manufacturer narrative:
The device evaluation was completed on 18-apr-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and an issue with air flowing back into the side port occurred and a hemostatic valve leak issue. It was reported that the vizigo¿ valve was leaking and aspirating air. Surgery was not delayed due to the reported event. Air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. The hemostatic valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No picture available. The sheath was used on the patient. No blood return was observed. The procedure was successfully completed. There were no patient consequences. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Microscopic analysis was performed, concluding that the hemostatic valve had a rupture. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings. A manufacturing record evaluation (mre) was performed for the finished device 00002081 number, and no internal action related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Date of event: the event date is unknown. As a result, the 1st day of the year has been entered as the event date. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and an issue with air flowing back into the side port occurred and a hemostatic valve leak issue. It was reported that the vizigo¿ valve was leaking and aspirating air. Surgery was not delayed due to the reported event. Air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. The hemostatic valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No picture available. The sheath was used on the patient. No blood return was observed. The procedure was successfully completed. There were no patient consequences. The air flowing back into the side port and the hemostatic valve leak issues were assessed as MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).